Manufacturer narrative:
The field service representative (fsr) inspected the module¿s log and noted reagent 1 (r1) anomalies. The customer then replaced and calibrated the r1 alinity pipettor probes which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with false reactive hbsag results. A review of tracking and trending for the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the alinity pipettor probes did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6)or the alinity pipettor probes were identified.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii and alinity I hbsag confirmatory results for one sample. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 10.19 s/co, repeats = 10.326 s/co and 10.382 s/co, neutralizing confirmatory testing = 100% the patient donated blood on (B)(6) 2023 and received a nonreactive result of 0.245 s/co the sample run on the instrument prior to the discrepant result was a high reactive result (sid (B)(6) 3345 s/co). No impact to patient management was reported.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii and alinity I hbsag confirmatory results for one sample. The following data was provided: 09nov2023 sid (B)(6)initial result = 10.19 s/co, repeats = 10.326 s/co and 10.382 s/co, neutralizing confirmatory testing = 100% the patient donated blood on (B)(6)2023 and received a nonreactive result of 0.245 s/co the sample run on the instrument prior to the discrepant result was a high reactive result (sid (B)(6) 3345 s/co). No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid(B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.